Event description:
It was reported that during a use of the device to provide cardiopulmonary resuscitation, the compression depth became less and less until the compressions eventually stopped. The device was returned to the distributor in (B)(4) for repair. After the repair in (B)(4), the customer reported that it was now not performing ventilations. The unit was removed from the pt and manual CPR continued. The pt was not revived.

Manufacturer narrative:
(B)(4) - although michigan instruments requested that this thumper ((B)(4)) be returned to us from (B)(4) for eval, the unit had been repaired and returned to the customer. The customer did not wish to return the unit. However, the components replaced during the repair were returned to us. There were two separate problems reported with this unit. First, it was reported that during use compression depth decreased to the point of stopping. Then, after repair by our (B)(4) distributor it was reported that the unit would not ventilate. It was again returned to and repaired by the distributor. There were no parts replaced during the first repair and the lon (a spool valve controlling the timing of the ventilations) and piston and dome assembly were replaced as part of the second repair. Based on the available info and our eval of the returned components we have formulated the following conclusions: we cannot determine a specific cause for the compression depth problem since the lon has no effect on compression depth and the position and dome that were returned functioned fine. We can only speculate that the compression problem was an oxygen supply problem. When inadequate oxygen pressure is available the symptoms described will occur. This has been a problem in (B)(4) in the past and was even noted by the customer. They stated that the adequate pressure indicator on the device was not up. The lack of ventilation could be verified from our eval of the lon valve. The valve was not working smoothly and sticking. This would affect ventilation and has the potential to prevent ventilations form occurring. The sticking was due to a rough spot on an internal spool. This can be caused by some sort of contamination of the valve or a lack of lubrication. It was not possible to determine if this occurred during production or after the unit was delivered. This particular valve receives a significant amount of testing, including a four hour run-in time prior to installation into that unit. The problem did not show up during the testing. This unit has now been repaired and returned to the customer.